Event description:
The manufacturer received information alleging that the display's leak was higher than expected based on the settings during a test run of the trilogy o2 ventilator, japan device. The leakage value indicated was 10l/m, which is felt like it is high. There was no patient harm or injury reported with this notification. The device was not in patient use. During the evaluation of the trilogy o2 ventilator, japan device at the manufacturer's service center, the customer's complaint was confirmed. The device failed positive flow verification testing. When flow/pressure verification test was performed by test station to reveal the cause, the results were out of tolerance for all the items of flow verification test. It was considered that an accidental failure had occurred in flow sensor, resulting in the occurrence of the reported issue. Therefore, the device's sensor board was replaced. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. Confirmed the software version is 14.2.05.